Event description:
A cracked pump screen was reported, rendering the touchscreen non-functional. The customer's blood glucose level was recorded at 160 mg/dl, indicating no adverse impact. A replacement pump was provided, and arrangements were made for the return of the malfunctioning device for further examination.